Event description:
Related manufacturer reference number: 2017865-2024-69085.

Manufacturer narrative:
Correction: upon review, the implantable cardiac defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event. The complaint on the left ventricular (lv) lead was submitted on MFR number 2017865-2024-69085.

Event description:
It was reported that patient presented remotely via home monitor. It was noted that implantable cardiac defibrillator (ICD) exhibited failure to capture. No intervention was performed. Patient condition was stable.

Event description:
New information received noted that loss of capture was noted left ventricular (lv) lead. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: product was corrected from implantable cardiac defibrillator (ICD) to left ventricular (lv) lead as loss of capture was noted on left ventricular lead.